Event description:
Caller reported blood glucose results of 23.9 mmol/l on the accu-chek mobile and 5.6 mmol/l 1 minute later on the same system. Reported no adverse event relative to discrepancy. A request was made for the return of the mobile meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The patient reportedly experienced intermittent lock between the external equipment and the cochlear implant. External equipment was exchanged and programming changes were made; however, the reported problem was not resolved. Device revision surgery has been recommended.